Event description:
Patient in special procedures room 2 for cerebral angiogram with possible aneurysm embolization. After groin access obtained, ap plane of the biplane warned of cooling error. Case had to be cancelled.